Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced reoccurring urinary incontinence. The device had fluid loss. The pressure regulatory balloon (prb) was replaced, and it was identified that there was a hole in the neck of prb. No further patient complications were reported.